Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a constant downstream occlusion alarm was not reproduced during evaluation. Evaluation observed and tested the pump at the flow rate of 400ml/hour for 5 minutes but the issue was still not reproduced, and the pump failed for the false downstream occlusion testing. A review of the event history log revealed 'downstream occlusion' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.